Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. The nurse mentioned that the patient ran out of pods which caused them to have high blood glucose levels. It was also mentioned that the patient had rsv (respiratory syncytial virus). The patient was treated with insulin drip and fluids. The patient was released two days later. The pod was not worn when seeking medical attention.